Manufacturer narrative:
Product event summary: at analysis it was noted that the lower case was broken and that both super capacitors were worn, though it did pass its incoming testing. The device was cleaned and inspected, its lower case was replaced as were both super capacitors. It passed its final testing on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for scheduled preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.